Event description:
I'm a type one diabetic and use dexcom g6 with tandem t slim. I went into diabetic ketoacidosis on (B)(6) 2024 and went to the hospital and was admitted to intensive care unit for 2 days. Come to find out that my dexcom was giving me low numbers when I was really having high numbers. That was happening for several weeks before go to the hospital. I have had dexcom for 10 years and have never had a problem with it before like this. I had a lot of tests done to me at (B)(6) hospital in (B)(6).